Manufacturer narrative:
Evaluation: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Functional testing could not be performed as only a partial lead was returned. Visual analysis of the lead noted outer tubing compression damage at 115 cm and 70.5 cm from the terminal end. In addition, stimulation end electrodes 1-7 are missing and channel 8 appears to be damaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including two percutaneous leads placed occipitally (off-label), on (B)(6) 2009. During the implant procedure, the leads were tested and showed high impedances. Further examination of the system found that one of the leads had exited the skin under the draped area. The lead was cut at the skin, disconnected and removed. A new lead was placed successfully. F/u on the pt found no further issues reported. The lead was returned to the ans for evaluation.